Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the end cap was not returned with the instrument and is therefore unable to be evaluated. The event is confirmed in that the end cap is not intended to be separated from the impactor body. Damage is noted on the strike plate. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the black plastic piece that articulates with the glenosphere on the glenosphere impactor split down the middle upon insertion of glenosphere in baseplate. No adverse event has been reported as a result of the malfunction.